Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a broken cable. One grip close cable was found to be broken near the proximal pulleys and prox clevis cable hole. The idler pulley was able to spin freely and did not exhibit damage. The cable segment was observed to be sticking out at the instrument's wrist. Engineering evaluation also found prox clevis wearing. The prox clevis cable hole exhibited wear on one edge. Engineering evaluation concluded that the wear on the hole may have contributed to the cable breakage. The customer reported complaint does not itself constitute a MDR reportable event; however, the reported broken cable issue if to recur could cause or contribute to an adverse event.

Event description:
It was observed during central processing that the mega suturecut needle driver instrument had a broken cable. There were no missing or fallen pieces reported. There was no allegation of any harm, injury, or adverse outcome to a patient.